Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03278. It was reported the patient experienced ineffective therapy. Diagnostics showed one of the patient's leads migrated. In turn, the patient underwent surgical intervention wherein the migrated lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected devices are being reported.